Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was low (20 mg/dl at its lowest) and paramedics treated the customer at home with glucagon tablets. The customer was not taken to the hospital. The cause of the low bg was not known. The customer declined tandem technical support's offer to troubleshoot and thought that more pump training was needed.